Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the tampons were unraveling and coming apart inside of her. Consumer sought medical attention for enlarged lymph nodes which is not related to tampon usage.